Event description:
It was reported that a patient underwent a left knee joint replacement surgery on (B)(6) 2024 and suture was ued. The patient underwent surgery, and during the process of suturing with suture, the suture needle broke. The needle and suture were separated. Immediate changed another one to complete the surgery. Resulting in prolonged surgical time. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/24/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please confirm if the needle broke into separate pieces or if the entire needle detached from the suture. The entire needle detached from the suture. Can you identify the product code and lot number of the product used? No. Did any needle piece fell in the patient? If yes, how was it retrieved? No. Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? Were there any patient consequences? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the product code for the device involved in the event was not provided, the UDI is currently not available.